Event description:
A report was received that the patient¿s ipg had migrated to midline and was bothering him. The patient underwent revision wherein the ipg was relocated. The patient was doing well post operatively.